Event description:
It was reported that during a calculi removal procedure the rx lithotripter basket did not crush the calculi and the basket tip would not disengage. The basket was advanced to the biliary duct. The calculi were captured in the basket and an attempt was made to crush the calculi. Crushing was not effective and the basket tip did not disengage to release the calculi. The device was removed in a partially deployed state by cutting the wire following two hours of efforts to remove the device. The device was removed in multiple pieces. The procedure was completed with another manufacturer's lithotripter. There were no patient complications as a result of this event.